Event description:
Reportedly, the system lost fluoroscopy while a catheter was still in the pt, resulting in the catheter having to be removed without fluoro imaging. No injury to the pt was reported.